Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer was calling because her buttons on the pump were unresponsive. Customer stated that there was a crack in the case of the insulin pump and there was a low reservoir alert. Customer's blood glucose level was 225 mg/dl. Customer stated that there was nothing unusual and no exposure to moisture. Customer reported that there was a crack in the right corner of the display and it goes to the top. Crack is about 1 ¼ inches long. Customer stated that she can read the pump screen. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
No unexpected low reservoir alarm noted. Low reservoir alarm functioned properly during testing. Insulin pump had an intermittent button response on the up arrow button due to corroded keypad traces noted. Insulin pump had a cracked case at lcd window corner, cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).